Manufacturer narrative:
Doctor did not use any bond material with nx3 dual cure white. When the patient came back the third time due to bond failure, the doctor used maxcem elite to cement the crown. The patient has not returned and no further complaints have been received regarding bond failure. No product was returned for evaluation. These bond failures were related to incorrect procedure since the doctor did not use a bonding material as detailed in the instructions for use.

Event description:
On (B)(6) 2011, a doctor alleged that one patient experienced two bond failures with nx3 dual cure white.